Event description:
A report was received that the patient has discomfort at the pocket site. The patient is scheduled for a revision to move the ipg to another site.

Event description:
A report was received that the patient has discomfort at the pocket site. The patient is scheduled for a revision to move the ipg to another site.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. During the procedure, the ipg did not charge so the physician replaced it with a new one. The leads were also replaced per the physician's preference. The patient was doing fine following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.